Event description:
The account alleges the head section of the bed had an unintentional movement in the up position. A pt was in the bed when the unintentional movement occurred but the pt was not injured.